Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a perforation of the left femoral artery was noted. The physician stated the perforation was caused by an abbott perclose closure device. It was reported that the closure device was deployed at the back wall of the artery causing a section of the artery to be removed when tugging on the sutures. The patient was reported to be recovering well following the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).